Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin ulcer under the lifevest equipment. Patient described the area as cutting into the skin. There was no alleged device malfunction contributing to the ulcer. The patient¿s physician prescribed silver sulfadizine 1% topical for the skin ulcer. Follow up indicated that the skin irritation improved.